Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to failure of communication scopes caused by bent terminal of scope connector. The cause of the bent terminals of the scope connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus while using the visera elite video system center, there were connector issues. The connector issues are believed to be from bent pins, causing a bad image. The event was found during preparation for use. The procedure was completed, but it is unknown whether a similar device was used or the same questioned device was used. There is no patient harm or injury associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that bent pins were causing bad image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.